Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation following a reported "unit failed" condition. Device logs confirmed error 11 (capacitor failed to charge), along with battery related errors 257,290, and 292. The reported failure was replicated during evaluation. Investigation determined that error 11 is a defibrillator charging failure that triggers a hard failure and causes the device to display a red x status with "change batteries" and "unit failed" messages. The battery coulomb counter reset, eliminating the fault indications. The device successfully completed five monthly tests using the dci panel and operated as expected with ten test duracell batteries. The high voltage capacitor was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.